Event description:
It was reported that the user experienced intermittent charging behavior in which the ilet pump displayed that it was charging but the battery percentage did not increase, despite trying different power outlets; a replacement charging pad and cable were dispatched to aid troubleshooting. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included technical support assessment and replacement of external charging components for isolation of the issue. Investigation of this case revealed a suspected charger or cable malfunction affecting power transfer to the pump rather than an in-pump battery fault. It was concluded, based on previously established findings for similar reports, that the cause was a malfunctioning external charging accessory.

Manufacturer narrative:
Initial.